Event description:
Pt on an ICU continuous fentanyl infusion. Rn went into room and fentanyl syringe empty and pump not alarming. Fentanyl syringe replace line re primed, upon re programing the pump with monojet 35 fentanyl syringe 30ml, rn locked the syringe pump door. At this time rn noticed that the volume to be infused changed from 30ml to 31.1ml. Rn cleared pump and attempted to re program the pump and pump once again the volume on the pump changed from 30ml to 31.1 ml. Rn previously had this same thing happen on 3/9 with another syringe pump, cr moultry notified via email and previous pump replaced with current pump. Previous pump sn: (B)(6) ref: 8120bdxen123 this pump was tagged "broken" and placed in soiled utility room. Internal (B)(4). Ref report: mw5169482.